Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an issue with the dignishield internal fecal management system. Reportedly the tubing ripped during patient care. Not sure if this may be a product issue or incidental pulling or rubbing against something. Evidently this happened twice with the same patient, without tubing dislodgment.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used dignishield. Visual inspection of the one-photo sample noted a tear on the dignishield catheter tubing. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "tubing loses integrity". However, there was insufficient information to confirm this potential root cause. The reported event is addressed and the residual risk for this event is low. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The lot number was unknown; therefore, the device history record could not be reviewed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an issue with the dignishield internal fecal management system. Reportedly the tubing ripped during patient care. Not sure if this may be a product issue or incidental pulling or rubbing against something. Evidently this happened twice with the same patient, without tubing dislodgment.